Event description:
Clinical trial # (B)(4) - it was reported via edwards' clinical affairs that the customer site "learned of death from pcp office while attempting to obtain previously requested records." The operative report provided indicated the patient had an edwards' aortic valve implanted due to aortic stenosis. A subsequent echo was performed approximately 2 years later. The consultation note that accompanied the echo indicated the patient had missed her 1 year follow up due to hospitalizations in the city in which she resided in, the last being in (B)(6) of 2009, most being for weakness and some shortness of breath. Also included is that the patient had a "weak" heart when the implant surgery was performed in 2008 and that "she also had had some lung troubles". In addition it was noted, "overall from a cardiac point of view her valve clearly is functioning well. I [the surgeon] would list her as (B)(6). There is no evidence that she has coronary insufficiency, at the present time, but that is one of the issues since apparently she did have coronary disease at the time of her valve implantation." The surgeon discussed her having a heart craterization to evaluate her coronary status to review the possibility of coronary insufficiency, should she deteriorate further. No additional tests or surgical interventions were provided by the customer site. An obituary confirmed the date of death as (B)(6) 2011.

Manufacturer narrative:
Evaluation: method - device was not returned for evaluation. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event. As the explanted device remained implanted on the date of death, it will not be returned for evaluation. No cause of death has been reported and no additional information has been supplied regarding patient history after the patient's last echocardiogram in 2010. Therefore without adequate information, we are unable to conclusively determine if the reported event was device related.